Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.84ng/ml and also obtained a reflex result of 0.02ng/ml. Customer then poured off patient sample and re-spun it and re-tested it for accutni which then gave a result of 0.02ng/ml. The erroneous result was not reported outside the laboratory. The customer did not report patient injury requiring medical intervention or change the patient treatment attributed or connection with this event.

Manufacturer narrative:
Sample was collected in plastic lithium heparin tubes with gel and spun for 10 minutes. Qc was within specifications prior to the event, per the cf. A system check performed in 2008 failed. Customer did not provide a repeat system check. A system check performed a week later, met specifications. The customer performed precision testing on 6/26/2008, after the event, using level one accutni qc which resulted with some high fliers. A field service engineer (fse) was on-site for four days from the next day: the fse replaced the instrument peri-pump. The fse also adjusted the sample pump back lash and tightened the belt. The fse also found dried wash buffer on three pinch rollers and replaced all the pinch rollers. System check testing and qc performed after the peri-pump replacement met specifications. The fse verified the instrument per established procedures and the results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event; however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.